Event description:
It was reported that prior to usage, the video laryngoscope powered on with the light on and the battery gauge/number displayed, but it did not show video and the screen remained black, as shown in the attached image. Troubleshooting guidance was provided, including allowing up to 60 seconds after installing or replacing the battery for the battery health check to complete before powering on, ensuring no blade was attached, shaking the battery, cleaning the handle and battery contacts, confirming proper battery installation, power cycling the device several times, and trying a new battery; battery passivation was discussed as a possible contributing factor. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.